Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, customer encountered an error 319 pointing to an universal surgical manipulator (usm). Prior to calling, the system was power cycled with no change. Customer noted that the usm disable button was grayed out on the screen and only the restart was a selectable option. Technical support engineer (tse) observed error 319 in the logs on usm 1. Tse walked the customer to power cycle the system and hold port clutch button on usm 1 with no change. Tse suggested to emergency power off (epo) the patient side cart (psc) and then hold the port clutch button in an additional attempt to disable usm 1 but issue persisted. Customer opted to swap the psc. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported errors 319 was confirmed in the logs. Upon visual inspection, the fiber edge on the parallelogram was found to be pinched. The complaint detail from the field showed error 319 with a p1 value = ac_1e_ID. The usm was installed onto a patient side cart fixture test platform (pftp) and failed node check. The metrics stated the axes controller spar (acs) node was not present at startup. Replaced parallelogram fiber first and did not fix the issue. Replaced the acs board next and the error was fixed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.